Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that they received emergency medical assistance due to diabetic ketoacidosis on (B)(6) 2019 with an unknown blood glucose value at the time of the incident. The customer was treated with intravenous fluid and intravenous insulin infusion. The customer experienced symptoms such as not feeling well and vomiting. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active. The customer reported having gastroparesis. The customer also reported other incidents that required emergency medical assistance on (B)(6) 2020 and (B)(6) 2019. The insulin pump will be returned for analysis.

Manufacturer narrative:
Failure analysis was originally performed under MDR number 3004209178-2020-76037. Device passed the self-test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test and force sensor test. The test p-cap does not lock in place properly and unable to perform the displacement test, displacement accuracy test and occlusion test due to missing retainer and missing reservoir tube o-ring. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in this report. (B)(4).

Event description:
The customer was hospitalized on (B)(6) 2019 and reported of not knowing blood glucose readings due to being unconscious most of the time.